Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and the fidelis proximal ring shows rust/corrosion/green discoloration in the trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no performance issue with the right ventricular (rv) lead and that it was explanted and replace due to the patient needing a MRI (magnetic resonance imaging). The rv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.